Event description:
Baxter reported a leakage of liquid from the connection between the machine and casette before patient use. The machine gave the signal to change the defective device. No patient injury or medical intervention was indicated in the initial report.

Manufacturer narrative:
.